Event description:
It was reported this event occurred in the operating room. Upon removal of the guide wire, the wire unraveled in the pt. They were able to remove the guide wire in one piece without having to do any invasive procedure. It is unk if a second arterial line was inserted. There are no reported pt injuries, complications, or death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.